Event description:
The customer contacted stryker to their device displayed a blank screen, while also experiencing repeated boot cycles. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient involvement in this event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. Stryker evaluated the customers device and the system pcb failure was determined to be the cause of the reported issue. The device is unable to be serviced or repaired.